Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence, hematuria and incomplete bladder emptying. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence, hematuria and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced chronic pelvic and vaginal pain, severe infections, painful intercourse, limited mobility and mesh erosion. The patient also experienced recurrent constipation, painful bowel movements, vaginal bleeding and vaginal odor, physical pain, very weak bladder, constant pressure on bladder, urgency and frequency. It was reported that patient underwent cystoscopy and excision of eroded mesh on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.